Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 45 devices were evaluated in the field and the issue was confirmed; 2 devices had worn components, 3 devices had broken/damaged components, 1 device had a bent component, 2 devices had dirty components, and 37 devices had loose components. The devices were repaired and returned. 9 devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 54 malfunction events, where it was reported the cot could not be disengaged from the fastener. There was no patient involvement.